Event description:
It was reported that "(B)(6) 2025, the doctor found swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, opened acute hemodialysis kit for analysis. No obvious signs of use were observed. The guide wire was observed to have seven major kinks across the body. The distal j-bend was misshapen. Microscopic examination confirmed the kinks. Both welds were present and were observed to be full and spherical. The kinks on the guide wire measured 405mm, 466mm, 502mm, 530mm, 564mm, 596mm, and 645mm from the proximal weld. The overall length of the guide wire measured 684mm, which is within the specification of 678mm-688mm per guide wire product drawing. The outer diameter of the guide wire measured 0.840mm, which is within the specification of 0.838mm-0.877mm per guide wire product drawing. The guide wire was advanced through the returned ars and a lab inventory 18ga introducer needle. Major resistance was observed at the kinking; however, the undamaged portion of the guide wire was able to pass as expected. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. Visual analysis revealed multiple kinks along the guide wire. Despite the kinking, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "(B)(6) 2025, the doctor found swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".